Manufacturer narrative:
The device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer attached the medical fluid-filled cassette to the pump during the pre-use check, an alarm went off. There was no patient injury.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: three photos and four samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned devices at a distance of 12 to 16 inches under normal conditions of illumination was performed to detect sample conditions that could cause functional issues. One sample was received with the blue clip and the white cap, a small burr was observed at the junction of the bag and the tube, no damage or kinks were detected in the returned samples. Functional testing was performed and no alarms were activated. The customer reported issue was not confirmed during the investigation as no fault was found. Root cause of the reported issue cannot be determined as the complaint was not confirmed. No actions were taken however, a CAPA is in place to address the nature of the report which is ongoing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.